Event description:
It was reported by the sales rep. That the device made an incomplete staple line. The device cut but did not staple at the distal portion of the staple line. The customer was able to use another device to complete the procedure.